Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g3, g6, h10. Event description: it was reported that the patient was implanted on (B)(6) 2018 and underwent revision surgery on (B)(6) 2021 due to liner breakage. Head and cup were also revised due to wear and replaced with another products. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an unlabeled radiograph showing a left total hip arthroplasty was received and reviewed by a radiologist. The femoral head is positioned eccentrically superolateral in the acetabulum. The bones appear intact and well mineralized. The soft tissues are unremarkable. Images: a total of three images of the removed devices on a surgical drape were obtained. The biolox head shows extensive metal smearing in the area of the pole. The acetabular cup has visible bone and tissue remnants in the screw holes and on the visible outer surfaces. Furthermore, approximately one-sixth of the rim is broken off and not visible on the image. Parts of the rim are also broken off at the liner. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the reported head, liner, and shell were reviewed for compatibility with no issues noted. Compatibility of entire construct could not be determined as part and lot number of the stem were not provided. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted on (B)(6) 2018 and underwent revision surgery on (B)(6) 2021 due to liner breakage. The head and cup were also replaced due to wear. The quality records show that all specified characteristics of the biolox head have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Review of the available radiograph identified an eccentrically positioned femoral head within the acetabular components. Examination of the submitted images revealed metal smearing in the pole area of the head, which indicates direct contact of the head with the shell or broken off metal fragments; most likely due to fracture of the liner, which allowed decentralization of the head. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical product: shell porous with cluster holes 50 mm; item# 00620205022; lot# 63816340. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00630505036; lot# 63922382. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and experienced liner fracture. Along with the liner it was also noticed that the head and the cup showed damage due to wear. All the products were replaced during revision.